Event description:
During the implant procedure ((B)(6)) intraoperative testing found impedance issues for two lead contacts. Further troubleshooting isolated the issue to the lead extension. As such, a new lead extension was used to complete the procedure. No patient complications were noted as a result of this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.